Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6) ). Customer indicated about the false positives from drawer b, rows c&d. No erroneous results were reported to doctors, and patients were not impacted. A field service engineer (fse) was dispatched and confirmed that the instrument is fully operational without any errors after reviewing the log file. If any additional information is provided in the future, this case will be re-opened and re-investigated. This is an unconfirmed failure of the bd product. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history record review revealed no previous complaints for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause is attributed to a power source issues at the customer site causing reading gaps. CAPA is not required as this complaint is unconfirmed. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory microscopy/gram and aerobic and anaerobic sub cultures were performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: false positives between 2pm and 6pm yesterday on their bactec fx. They did switch to the emergency power source earlier in the day so are currently putting it down to that, but will let me know if any more occur ¿ I just wanted to make you aware in the meantime in case it leads to a bigger issue. What confirmatory testing was performed that determined the false positive result? Microscopy / gram and aerobic and anaerobic sub culture were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory microscopy/gram and aerobic and anaerobic sub cultures were performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: false positives between 2pm and 6pm yesterday on their bactec fx. They did switch to the emergency power source earlier in the day so are currently putting it down to that, but will let me know if any more occur ¿ I just wanted to make you aware in the meantime in case it leads to a bigger issue. What confirmatory testing was performed that determined the false positive result? Microscopy / gram and aerobic and anaerobic sub culture. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.